Manufacturer narrative:
The pt identifier was not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the drive unit of the sorin centrifugal pump was making a grinding noise and stopped during an ECMO procedure. A burnt odor was detected and an error was displayed. Chest compressions were administered to the pt while the clinician hand cranked the pump to maintain low. There was no report of pt injury.